Manufacturer narrative:
Per the surgeon, the device was explanted on (B)(6) 2014; during the same surgery, the patient was reimplanted with a new device. This report is filed april 30, 2014.

Manufacturer narrative:
This report is filed may 19, 2014.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device; the issue could not be resolved. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.